Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 54 year old male patient during flight transport, the device repeatedly rebooted approximately four times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.